Manufacturer narrative:
Tear was observed in the unexposed portion of the soft cannula. Fluid was observed exiting the tear in the unexposed portion during the leak test. The downloaded data returned an alarm indicating step sensor was asserted prior to the sma wires being driven. Corrosion was observed on the internal components of the device and all 3 batteries were measured to be insufficiently charged. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) reached 500 mg/dl after wearing the pod between 24 and 36 hours on the arm. There was two correctional boluses (exact amount was not provided) but was not able to lower the patient's bg levels. Treatment included new pod and bolus.